Event description:
The pt reported that she went to the emergency room with hyperglycemia. She stated that her blood glucose result was 580 mg/dl between 12:00 an 12:30 (am/pm not reported). She was diagnosed with diabetic ketoacidosis by the emergency room doctor and given 2 liters of saline. After the first liter of saline, her result was 430 mg/dl, and after the second liter, it was 379 mg/dl. At 4:30pm, she gave herself 5u of insulin. Her result then decreased to 350 mg/dl. After that, she said her blood glucose levels continued to decrease, and she went home on (B)(6) with a result of 317 mg/dl. She stated that she was never admitted to the hospital and that she was feeling better. She also said that the pod fill process was normal and there were no kinks or blood in the cannula.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the pt's emergency room visit for hyperglycemia and diabetic ketoacidosis. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have the symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advised of your healthcare provider." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provided. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod." It also advises, "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."